Event description:
The hip was revised to wear of the acetabular insert. The femoral head was also revised.

Manufacturer narrative:
Summary of evaluation: examination results suggest that this event is not device related but rather is associated with loose particles of bone cement.